Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. (B)(4). Other device used: catalog #00771100720, m/l taper stem, lot #62746792. Catalog #00885100832, continuum vivacit-e neutral poly liner, lot #62622045. Catalog #00877503203, biolox delta head, lot #2708747 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient has groin pain on standing and going up stairs.